Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer initially tried using the tandem charging cable and wall adapter but resolved the issue by using a generic charging cable and adapter, which allowed the pump to begin charging. No further assistance was required.